Event description:
The event involved a 1 line, 1 transducer 60" (152cm) 3 ml/hr macrodrip where it was reported the line welded under the drip chamber became detached without any external manipulation after the patient had it for 48 hours. A leak occurred after 12hours under the drip chamber, the patient was receiving noradrenaline, monitored by arterial pressure monitoring. There was no delay in critical therapy, the noradrenaline administration continued, the line was changed and the arterial pressure monitoring resumed. The incident occurred one time, there was no more blood pressure curve. There was no blood loss for the patient, no need for a medical intervention. No physical defect, hole, cut, tear or any other defect were observed with the device before use. The status of the product at the time of the event is during monitoring. There was patient involvement, and no patient harm reported. It was reported there was 2 defective devices, and this report captures 2 devices.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
One used sample and two new samples were received for evaluation. The reported complaint of separation was confirmed on the used sample and not confirmed on the new samples. An image was provided by the customer showing the area of the defect. Used sample: during visual inspection, the pvc tubing was received separated from the drip chamber on the used sample. Insufficient solvent coverage was observed at the end of the pvc tubing. The probable cause for the separation between pvc tubing and the drip chamber had occurred due to insufficient solvent coverage on the tubing during assembly at manufacturing. New sample-1: no visual anomalies were observed on the returned set. The returned set was primed and pressure leak tested, and no leaks were observed. The product had performed per the specifications. New sample-2: no visual anomalies were observed on the returned set. The returned set was primed and pressure leak tested, and no leaks were observed. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.